Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;desiccating filter saturated/aps board component failure.specific component(s) involved: pump drive unit malfunction;aps board component failure/desiccating filter saturated.causative or contributing factor: no specific contributing cause identified.intervention(s): changed ddc to alternate ddc @ bedside;type: both (in the same or visit).